Event description:
Additional information received from the patient. It was reported that it took the patient an incredible amount of time to recharge. The patient was charging one time per week and monitored device for time it took to charge. It was noted the patient had an appointment in june for a reevaluation on time to charge.

Manufacturer narrative:
Continuation of d10: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) called while meeting with the patient (pt) who reports that their implant recharging times have increased from about 45 mins every few days, to 2-3 hours every couple of days over the last year. The rep reports that none of the coupling boxes are black on pt's recharger, despite repositioning and doing a quarter turn on the antenna a few times, and pressing the start charge key each time a change was made. The rep reports they were able to get all boxes filled in for about 45 seconds, but they all went back to empty, which persisted during troubleshooting during the call. Troubleshooting was unable to resolve. A replacement recharger (insr) antenna was sent out. No symptoms were reported. Patient (pt) stated that they received the recharging antenna cord but it did not resolve the recharging issues they reported. Patient services (pss) had pt try passive recharge and pt reported seeing 46 - 52 for connection. Pt mentioned they think they have "scar tissue buildup" at the implantable neurostimulator (ins) sight that could be causing some difficulty. Pss is sending an fyi message to the local field rep about pt call.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial#: unknown, product type: recharger. Date of event: event date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.